Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box showed a no cartridge detected warning on (B)(6) 2014. During testing, the piston was unable to recognize the cartridge upon the first ¿rewind¿ attempt. The force sensor was found to be out of calibration. The pump cover was opened and moisture corrosion was found on the force sensor plate. The force sensor resistance was found to be above specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.